Event description:
It was reported that, "k ii was revised following a complication of deep infection. Awareness occurred as the result of reviewing the date set submitted as part of a retrospective clinical study."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.